Event description:
As reported by the end user in (B)(6), the physician stated the air bubble could not be eliminated from the line of fluid delivery set of the fluid management system.

Manufacturer narrative:
It was stated that the used device was disposed of by the end user. Without receiving the reported defective device for eval, we aer unable to definitively determine a root cause for this incident. Two samples of the assembly were built using similar product from inventory. Multiple attempts were made to duplicate the reported failure. In all cases, no bubbles were noted in the system. The direction for use (dfu), which is supplied to the end user with this product contains a statement; "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection. Do not use if package is opened or damaged." Several attempts were made to ascertain the procedure outcome and the status of the pt. If this info becomes available, it will be provided in a f/u medwatch. A review of the device history records was performed for the indicated packaging and component lots for any deviation related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. A review of the 11/2009 navilyst medical complaint report noted no trend for the reported failure mode and product family. (B)(4).